Manufacturer narrative:
Concomitant medical products: product ID: 9735999, serial/lot #: (B)(4), the manufacturer representative went to the site to test the navigation system. The computer would not boot up. The ssd was replaced. B01, d02, c13 the ssd was returned to the manufacture for evaluation. After functional testing, visual/physical examination and proceduralized device testing the reported issue was confirmed. The ssd booted to grub menu and proceeded to the blinking cursor. After rebooted to the safe mode and fix any errors, ssd booted to the login screen. B01, d02, c10 the computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer booted normally to the test ssd multiple times during burn-in testing. It passed the burn-in test two times without errors. The video capture card is functioning normally. All network and teradici settings were correct. The computer is fully functional. No failure was found. B01, d14, c19 the software team investigated the reported issue and reviewed the new logs. It had 'stealthapplication' logs but from (B)(6) 2020. And the 'syslog' is same as old logs. Hence no change required to our previous analysis. As the system did not boot at all, they don't have any 'stealthapplication' logs. Also the 'syslog' captured the logs until 23rd september. But nothing suspicious. Hence closing this to hardware issue. The software is functioning as designed. B01, c19, d15  if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was not booting. The next step was to replace the computer or ssd. No patient was present at the time of the event.